Event description:
Counsel for the patient reported that the patient underwent a left hip arthroplasty sometime in 2008, and a right hip arthroplasty in 2010. Subsequently, patient is alleging pain and limitations from the prostheses. It is unknown which prostheses are being reported. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Event date - event date unknown. Implanted date - left hip implanted sometime in 2008. Right hip implanted sometime in 2010. Explanted date - it is unknown whether a revision surgery has taken place. Device manufacture date - unknown. The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. The product and lot identification necessary to review manufacturing history was not provided. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient alleges that patient underwent a left m2a hip arthroplasty on (B)(6), 2008, and a right m2a hip arthroplasty sometime in 2010. Subsequently, patient is alleging pain and limitations from the prostheses. It is unknown whether a revision procedure has occurred. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Event date unknown. It is unknown whether a revision surgery has taken place. This follow-up report is being filed to relay product identification and date of initial left hip procedure. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number fourteen states, "intraoperative or postoperative bone fracture and/or postoperative pain". This report is number 1 of 6 mdrs filed for the same event (reference 1825034-2012-01241/01245). This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.